Event description:
It was reported that during a prostate procedure, with 55,717 joules used; 7 minutes expended, "fiber rupture" was noted. A second fiber of the same model was utilized to complete the procedure. The patient's condition following procedure was reported as stable. No injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits no signs of breaks/fractures; the glass cap bevel edge and metal cap are not aligned; the glass cap can rotate independently of metal cap, and protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along length of fiber; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the product complaint "fiber rupture" could not be confirmed. The probable root cause of complaint is: not confirmed ¿ returned. Additional information: glue failure observed. The probable root cause of the failure is: operational context. The probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. Upon further investigation of the information provided, the manufacturer has determined that this event no longer meets the requirements of the reportable event for the device in question.